Event description:
It was reported that the lower jaw of the thunderbeat was broken. The issue occurred during a therapeutic laparoscopic hysterectomy procedure. There was a delay for approximately 15 minutes, and it was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the information obtained from the product return. Corrected data: d4 (lot number and UDI). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). This supplemental report is being submitted to provide additional information from the customer and the results of the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The probe was broken at 15.92 mm from its distal end, broken probe tip was returned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.